Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the helix of the lp elongated and uncoiled when the protection sleeve of the delivery catheter was pulled over the device. The lp was not installed and the procedure was completed using an alternate device during procedure on (B)(6) 2022. The patient was recovering without any reported complications.

Manufacturer narrative:
The reported event of elongated helix was confirmed. Final analysis found that the helix elongation is consistent with damages that occurred during procedure. No anomalies were detected.